Event description:
Report received from the USA stating that the device experienced "liquid dripping" during surgery. It is known that device was being used during surgery however no pt or user injury or medical intervention occurred. It is unk if any delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.